Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered mesh erosion and underwent multiple surgeries to excise the mesh. All other information is unknown.